Manufacturer narrative:
Plate part number 19-0122, lot e02, UDI (B)(4) (e02).

Event description:
Information provided states that the patient had a 3 level and a 1 level cervical plate implanted in 2017. Pt returned to dr. In 2019 reporting pain. X-rays taken at time of dr. Visit show that the screw at c7 was broken. A revision surgery to remove the broken screw was performed. It was discovered during the revision surgery that the locking tab on the plate had fractured. The 1 level plate and 4 screws were removed. The tip of the broken screw remains implanted in the patient at level c7.